Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery multiple times. The customer's blood glucose level was 19.9 mmol/l at the time of the call. The customer was hospitalized for diabetic ketoacidosis on 07/05/15 at 6 am. The customer felt symptoms of the flu and vomiting. The customer's mother stated that they lost confidence in the insulin pump. The customer sent the insulin pump back for analysis.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. The insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No excessive no delivery alarms noted.